Event description:
It was reported that patient was not receiving as much therapeutic benefit as anticipated. It was added that there was a short between 0-3 and lowering c-0 and c-3. It was indicated that all the impedances were normal expected the combination of 0 and 3 which was 25 ohms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# v010322, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387s-40, lot# v010322, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).